Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when the staple line integrity was checked -leak test with rigid procto right after fire. Were there any missing staples from the staple line? Unknown were there any unformed or malformed staples seen? Yes some were straight how was the leak controlled? Intra-corporeal suturing of anterior wall were there any patient consequences as a result of this event? Longer or time otherwise doing well.. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You have stated that, as a result of the event, the or time was longer. How much longer was the or time extended by (minutes, hours)? Was there any change in post-operative care of the patient due to the event or the extended or time?

Event description:
It was reported that during an unknown procedure, anastomosis checked during leak test and there was a leak in the staple line. The surgeon was present for this case and inspected the staple line integrity. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # k5c83n . Device evaluation: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.